Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer received an unspecified reading from his adc freestyle libre sensor that was lower than an unspecified reading received on a competitor¿s meter. It was further reported that on (B)(6) 2018 customer received the unspecified reading and was hospitalized due to this. Caller was unable to provide any additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s caregiver reported customer received an unspecified reading from his adc freestyle libre sensor that was lower than an unspecified reading received on a competitor¿s meter. It was further reported that on (B)(6) 2018 customer received the unspecified reading and was hospitalized due to this. Caller was unable to provide any additional information. There was no report of death or permanent injury associated with this event.